Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a follow-up report will be submitted.

Event description:
Two hours after the start of the dialysis session the venous bloodline disconnected from the catheter. The patient had blood loss and was transferred to the ICU.

Manufacturer narrative:
The catheter involved in the incident was not returned for evaluation. It remains in the patient and is still being used. The catheter was implanted and used for 20 days without any reported incidents. The catheter female luers are manufactured to and meet the iso standard. The customer returned a nipro blood tubing set from the same lot that impacted on this incident. The set was given to the engineering department for evaluation. The arterial and venous blood line luer connectors were checked with a male iso 594-1 luer gauge. Both connectors passed. Without an evaluation of the catheter involved we are unable to determine the cause or factors that may have contributed to this event.